Manufacturer narrative:
(B)(4). The customer reported the device indicated an error code 20003. There was no patient involvement. The philips sr. Service engineer (fse) evaluated the device and confirmed the error code 20003 (front end failure). The fse replaced the control pca to resolve this malfunction. The device passed all performance assurance tests and was returned to service. This was a malfunction of the control pca.

Event description:
The customer reported the device indicated an error code 20003. There was no patient involvement.